Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous service repairs in the last 12 months. Review of the event history log (ehl) identified the ¿cassette not attached properly alarms¿. An occlusion test was performed, and the customer issue was confirmed. The latch/lock sensor was replaced to fix the issue. Further investigation found a buckled upstream occlusion (uso) sensor and the downstream occlusion (dso) sensor not responding. Additionally, the air detector height was too high. The uso, dso and air detector were replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for "cassette not properly attached error. There was a physical damage caused by the user. During device evaluation, the cassette error alarms were confirmed in the event history log review and occlusion testing. There was no patient involvement.